Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) system exhibited high, out-of-range right ventricular (rv) pacing impedance measurements of greater than 2,000 ohms. A lead safety switch (lss) was declared which switched the pace/sense configuration from bipolar to unipolar. Additionally, after the lss occurred there were observations of noise. Technical services discussed programming options. At this time, the device and non-boston scientific rv lead remains in service. No adverse patient effects were reported.